Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Electrode belt sn (B)(4) has not yet been recovered from the event. A review of device download information surrounding the event does not indicate any electrode belt malfunction.

Event description:
A us distributor contacted zoll to report that the patient was treated by the lifevest and passed away on (B)(6) 2016. The patient was home at the time of the event. The patient's wife was reporting that the device was alarming, her husband began to press the response buttons, and then removed the battery from the lifevest. The patient then passed out and fell to the floor. The wife then put the battery back in the lifevest and the lifevest began alarming and treating the patient. A review of device download information determined that the lifevest delivered ten treatments between 18:17:41 and 19:53:03 on (B)(6) 2016. The lifevest detected vf and delivered the first treatment at 18:17:41. The post-shock rhythm was asystole. A second treatment was delivered at 18:18:10 during asystole. Oversensing of small atrial activity contributed to the false detection. Treatment #3 was delivered during vf at 19:44:42. The post-shock rhythm was asystole. Treatment #4 and #5 (19:46:27 and 19:46:51) were delivered during vt but were unable to convert the arrhythmias. Five more treatments were delivered during vf between 19:48:21 and 19:53:03. The post-shock rhythm after each treatment was asystole. The device was shutdown at 19:53:227 and the patient subsequently passed away. The device operated as designed and treated the patient's ventricular arrhythmias. Post-shock asystole is a known risk of defibrillation.